Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned, the reported error could not be confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center displayed a "b30 scope communication error." The issue was found during preparation for use for a diagnostic nasal endoscopy. There was a three-minute procedural delay as the subject device was replaced with another similar device to complete the procedure. There were no reports of patient harm. Related patient identifiers: (B)(4).

Manufacturer narrative:
The customer also reported that they tried using another scope with the same tower but that they received another "b30 scope communication error." Technical assistance center advised the customer to replace the tower itself after which the error was cleared. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.